Event description:
It was reported that a new device system was implanted in a patient "on the right side" following a car accident and decrease in device efficacy. It was noted that the new system did not improve the patient's symptoms. The reporter stated that on (B)(6) 2012, the lead on the right was removed and a new one was implanted on the left alongside a portion of an old lead. It was noted that on (B)(6) 2012, the patient saw his physician, who took an x-ray and indicated that there were two leads on the patient's left side, one full and one partial. The reporter stated that the patient's symptoms were still not controlled and the system was shut off. It was reported that the patient didn't know what to do. The next day, it was reported that stimulation was felt post-operatively and the impedance was within the normal range following the lead placement in (B)(6). Two days later, it was reported that the patient's symptoms had returned and new programs were loaded on his device. It was unclear if the device remained turned off. It was noted that the physician planned to see the patient in three weeks. Additional information has been requested but was not available as of the date of this report.

Event description:
Additional information received reported impedances were checked when the patient had new programs added. The patient was to test the new settings and return to see their physician. It was noted the patient never made the appointment that was planned. No further information was reported.

Manufacturer narrative:
Product ID, neu_unknown_lead, implanted: 2012 (B)(6), product type lead product ID, 3093-28 lot# va00cfe, implanted: 2012 (B)(6), explanted: 2012 (B)(6), product type lead. (B)(4).